Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips were formed properly at the patient's side. When the doctor was going to clip at the third clipping a portion of jaw just come out, no piece was left in the patient's body. We have no information which portion of the jaw come out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.